Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. Thus and care link pro software was utilized up/downloaded files properly all data. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit received with scratched case, stained keypad overlay. In conclusion, pump having has trouble uploading with carelink was not confirmed. Pump up/download with carelink properly. No power problem-battery loss, low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced upload error, power problem-battery loss. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-6121. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Pump software installation didn't complete install update step 5 unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-6121.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.